Event description:
A u.s. Distributor contacted zoll to report that electrode belt sn (B)(4) had a non-flectional therapy electrode.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrode) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to a pinched pulse wire in the dn. The root cause for the pinched pulse wire could not be positively identified but was likely excessive force. No adverse event resulted from the open pulse wire.